Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units of insulin , and the insulin gauge remained static at 75 units. The customer's blood glucose level was not impacted. During the call with tandem technical support, the customer reloaded the cartridge and received an accurate fill estimate.